Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump could not be rewound and that the blood glucose ran low. The blood glucose reading was 33 mg/dl. The customer treated with glucose tablets and brought the blood glucose reading up to 122 mg/dl. The drive support cap appeared normal and recessed. The reservoir showed the same amount of insulin as was shown on the status screen. The customer was advised to monitor the blood glucose and to follow up with a health care professional regarding the causes of low blood glucose. The insulin pump was not returned or replaced.